Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers kept clicking but did not open. The field service engineer (fse) observed that drawer 7.1 was triple clicking and not opening. Drawer rails were identified as damaged after examination. Ordered drawer to be delivered directly to the site. Removed all cubies from both half height drawers in hardware test application. Swapped new half-height drawer with old half height drawer. Manipulated the partition between 7.1 and 7.2. Rebooted. Loaded cubies in hardware test application. Verified operable and completed test. Launched application. Configured drawer in storage space configuration. Allowed escort to access pyxis with no issue. Tested functionality and tested successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and drawer kept clicking but did not open. The customer attempted rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.